Event description:
It was reported that a patient sustained a burn to the right and left elbows. The patient underwent a thoracic, lumbar, bilateral hips exam, supine / head first, with arms at sides/.

Manufacturer narrative:
Based on the test, configuration, and log information from the site, the incident appears to be the result of the coupling with intended high power radiofrequency (rf) energy. All data reviewed indicates that the system was operating normally and within performance specifications. The customer indicated the patient was properly padded and positioned for the exam. The information reviewed did not indicate there was any system malfunction that may have contributed to the incident. No further actions are planned at this time.